Manufacturer narrative:
Analysis was able to confirm the control panel was unresponsive and the device was non-functional due to a contaminated main printed circuit board (pcb). Analysis also noted that the upper case, lower case, display flex, display frame, display grommet, keypad flex, the main seal, and one case screw were all contaminated. Additionally, the display flex wires were exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) control panel was non-responsive and the battery indicator was not working. The epg is non-functional. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.